Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was reviewing education on devices for the first time and receiving a not found message when connecting to the app. Agent reviewed with patient general use of devices and that devices must be within 3 feet of implantable neurostimulator (ins). Patient attempted retry and was still receiving not found. Agent went through troubleshooting and advised the communicator can be reset; however, patient would prefer to visually learn devices at healthcare provider (hcp) appt. Patient mentioned that they have a programming appointment with their neurologist hcp on (B)(6) 2024. Agent sent an email to patient registration to update the patients managing healthcare provider. The troubleshooting steps taken did not resolve the issue.